Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va0jvs0, implanted: (B)(6) 2014, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient complain of discomfort at pocket and the cause was unknown. The patient had a pocket revision after seeing a healthcare provider. It was unknown if the issue was resolved at the time of report. The patient was diagnosed with fecal incontinence and gastrointestinal/ pelvic floor . Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare provider noted that regarding troubleshooting performed, it was noted: none. The cause of the ins pocket discomfort was determined to be that the device had become too superficial. Regarding had the issue been resolved, it was noted: unknown as the patient had not followed up.